Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter telephone number was not provided, therefore initial reporter telephone number (e1) should be blank and patient sex is unknown (a3a).

Event description:
It was reported "options for all deliveries stopped". There was no reported impact to the customer's blood glucose level. No additional patient or event information was available.